Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09480. The pt has two scs systems for cervical and thoracic pain coverage. It was reported the pt had been experiencing difficulties initiating communication between the ipg used for the thoracic system and the external devices. The pt is currently without stimulation. Surgical intervention is pending to address the issue. The physician would also like to explant and replace the cervical ipg to avoid further battery issues with this system.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.